Event description:
Pt uses a powered wheelchair. While out one day the legs came off and the chair tilted forward and they fell when the belt came off. They fixed the chair by themselves but as a result of the accident the legs became bent and the arms do not fit properly into the socket. They were not given a new chair but were told to fix the chair. They are brain damaged and disabled and cannot fix the chair.

Event description:
Add'l info rec'd from MFR 8/5/04: consumer advised that they had violet spasms/seizures which have caused them to fall from their chair. They complained that sometimes the seat-positioning strap would hold them in while other times it would not. It is unk if seat-positioning strap is consistently used as is recommended within the literature for current products. No malfunction of the product was alleged. Consumer reported that the dealer they were working with would not cover the damage as a warranty issue. Also reported that some of the spills from the chair were the result of reaching forward, between legs, to remove something from a safe. In addition, the dealer was also contacted and advised that he had repaired the chair several times in the past although the repairs were clearly not a warranty/malfunction issue. The dealer has simply ceased repairing the chair for free and has recommended the user go back to the hospital that originally accessed the consumer for this chair. While MFR is working with the rehab therapist to have this consumer reevaluated, no product malfunction has occurred and no injury has been reported. Further action is not indicated. It is MFR's position that considering all of the above, the overall events are not attributable to the device. This device simply may not be appropriate for this particular user. No remedial action is necessary.